Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 389 mg/dl and acknowledged occasionally entering extra meal announcements as a corrective action, which constitutes an improper method related to the device¿s user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem, specifically failure to follow instructions regarding meal announcements, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error and failure to follow instructions.